Manufacturer narrative:
Additional information provided: mw 5058560.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a hemodynamically unstable ER patient was receiving high dose vasopressors including levophed, epinephrine and vasopressin. After transfer to multiple departments with the pcu unplugged an unspecified battery alarm occurred, "all four channels turned orange" and the device turned off. The user reported there were no low battery alarms prior to the shutdown. The patient's systolic blood pressure trended down into the 40's as the nurse attempted to switch out the four infusing channels. Compressions were started and unspecified code cart medications were administered, and the patient's condition stabilized.

Manufacturer narrative:
Additional information provided: the report of a battery alarm and the device turned off was confirmed. The pcu event log shows a battery discharged alarm (lb3) occurred at 11:33am, which initiated the pause protocol on the infusing modules. Ac power was reinstated as recommended. From 12:36pm to 12:55pm the ac power was toggled off and on three times; the system was powered off at 12:58pm and was powered back on at 01:05pm, and the ac power was on. Ac power was removed again at 4:49pm, and at 5:59pm the pcu alarmed with a battery discharged alarm event (lb3) and initiated the pause protocol on the infusing modules. This time the user selected soft key 14 on the pcu (system off), shutting down the system as opposed to applying ac power to continue use of the system and restart the infusions. The pcu was then powered back on one minute later, and alarmed for the battery having low capacity. This time the user applied ac power and confirmed the low battery capacity alarm event. At 06:12pm the ac power was removed again and the pcu alarmed for low battery; the user silenced the alarm twice then shut down the system. The proximate cause for the reported event is a defective battery that had low capacity. The root cause for the battery being defective is suspected to be associated with age and possibly poor battery maintenance.

Event description:
Received customer medwatch that states: "carefusion alaris infusion pump suspended infusion of critical medications without producing displaying alert messages or producing audible alarms in advance of the pump shutting down. All four channels of this pump shut down after several patient transports and periods of battery power usage. Investigation by carefusion concluded that the battery had inadequate storage capacity due to its age, and that as a result the battery failed so rapidly that the expected 30 minute and 5 minute alerts were not provided. This suggests that there are certain types of battery failures that the battery management system does not alert the user in a way that allows timely transition to using ac power or to using a different pump. Carefusion reported that the battery management system successfully provided the two warning alerts on the device involved in this report, after replacing the battery and running the system long enough off of ac power for the battery to discharge."